Event description:
Related to MFR report # 2183959-2012-02609. "On or about (B)(6) 2008, an ams sparc tape" was implanted to treat plaintiff for "symptomatic cystocele and stress urinary incontinence." It was alleged by the attorney for the plaintiff that the product has "caused plaintiff severe and permanent bodily injuries, significant mental and physical pain and suffering, severe emotional distress," continued incontinence and other damages. It was also alleged that plaintiff has undergone medical treatment and has had a second surgery or a symptomatic rectal intestinal hernia with a mesh implant.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.